Event description:
Reporter states that she has been having ongoing problems with this product requiring multiple repairs. Her first hover round was an "mp4" in 1982. She now has an mp5, that caused her to run into a wall and jam her ankles [this occurred when her joystick got stuck/jammed]. Recently, she's had problems with the back of her chair. There's no support provided at all. The backing is made from a poor quality "foam material". For the past 8 months, the chair has required repairs. Only when she contacts mr., does she receive the desired results. Her chair has been bought and paid for by the va and she says the chair is a piece of "junk". The back is tearing and there's no support. Her last servicing was in 2007. During this service, they wanted to charge her a fee! But, the chair continues to be under warrantee. She intends now to call someone else for her next repair. She states that she is returning home from a recent hospitalization for a stroke and seizure. Something needs to be done about her chair's poor craftsmanship. She has retained all her repair receipts for verification.